Event description:
The pt's wife called in 2009 to report that the valve in the pilot balloon of the tracheostomy tube is broken, and they are not able to inflate or deflate the cuff. The tube was inserted in the pt two weeks ago at which time it appeared to be "ok". The caller stated she believed that the cuff was still inflated at the time of this report, but was not one hundred percent certain. The caller also stated that her husband has had some increase in secretions, but has not experienced any other issue that could be associated with the cuff. She stated that she would save the tube, and the pilot balloon if they found it necessary to cut the pilot line. She called back the following day, and stated a nurse came and was able to get the cuff deflated, however, the tube was thrown away. It is not known if the pt was re cannulated.